Event description:
It was reported that error code#41622 load v5 software was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6)2022 via email and attached to complaint object: no patient involvement. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; all was intact. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. An error code was found in the device information folder and event history logs. During the investigation also, the checked motor ran properly without an issue. However, it was determined that a defective cam flex sensor was the cause of the reported problem. For corrective action the defective cam flex sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: catalogue number: 21-2120-0104-01.